Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hyperglycemia and ER visit. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: data not available omnipod software app version: data not available operating system: data not available hardware: data not available cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient was taken to the emergency room (ER) by their grandmother due to elevated blood glucose levels. No specific blood glucose value was reported, and no additional details were provided regarding diagnosis or treatment during ER evaluation. The patient¿s contact information was unavailable; therefore, good-faith efforts to obtain additional information could not be conducted. No further information is available.